Manufacturer narrative:
Continued e.1. Facility name: (B)(6). Health effect - impact code: f2201, f1903, f1091. Article citation: lin, benjamin r et al. ¿endophthalmitis associated with xen stent implantation.¿ american journal of ophthalmology vol. 253 (2023): 37-43. Doi:10.1016/j.ajo.2023.04.006. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The events are known potential adverse events addressed in the product labeling.

Event description:
Through journal article titled endophthalmitis associated with xen stent implantation, healthcare professional reported event of left eye "patient underwent xen45 implantation combined with cataract extraction with intraocular lens implantation in the left eye. Patient presented on pod131, 1 day after onset of symptoms (pod130), with bcva of hm, iop of 40 mmhg, conjunctival injection, stent exposure, hypopyon, corneal edema, avascular bleb, and significant purulence via slit-lamp. Vitreous culture results were positive for streptococcus oralis and streptococcus pseudoporcinus. Patient was diagnosed with endophthalmitis and received intravitreal injections of vancomycin/ceftazidime on pod131, vancomycin on pod132 and pod134, and vancomycin/dexamethasone on pod167 in the left eye. Ppv was delayed 36 days (pod167) after presentation, because of the identification of a possible retinal detachment on a follow-up ocular ultrasound. During the ppv, it was determined to be a preretinal post-inflammatory membrane. Device was explanted. At final follow up on pod320, bcva remained at hm and iop was 9 mmhg. This is the same article reported under MDR report # 3011299751-2023-00127 (abbvie complaint #(B)(4)). This MDR is being submitted for case 2.